Manufacturer narrative:
Corrected information provided in h.6. FDA patient codes have been updated. Additional information provided in h.10. The file indicates the use of a company handpiece. Without the cartridge model it cannot be determined if this is a qualified combination. The file was opened from a literature report: refractive lens exchange in hyperopic presbyopes with the company lens intraocular lens: one-year results and analysis of the literature. The study concluded that the company trifocal artificial lens offers a good vision at distance, intermediate and near, with a good quality of vision and refraction. Not enough information was provided for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
In the previous report the outcome of the event was captured as other medically significant instead of required medical or surgical intervention. Literature report has been attached. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Literature article: ariadna nicula, cristina. Refractive lens exchange in hyperopic presbyopes with the acrysof iq panoptix intraocular lens: one-year results and analysis of the literature. Dove press journal: therapeutics and clinical risk management. 2020:16 1125¿1137. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article entitled "refractive lens exchange in hyperopic presbyopes with the acrysof iq panoptix intraocular lens: one-year results and analysis of the literature" the authors assess the functional and refractive outcomes in hyperopia and presbyopia correction by clear lens exchange with the intraocular trifocal artificial lens (iol) implant at 1 year. 64 patients (128 eyes) underwent clear lens exchange with placement of the trifocal iol implant for hyperopia and presbyopia. In all cases the artificial lens was implanted in the bag without any intraoperative complications. Some patients experienced glare, halos, myopic shift/outcome, posterior capsule opacification, weak contrast sensitivity, visual disturbances and glittering during night time postoperatively. Yttrium aluminum garnet (yag) laser capsulotomy was performed for patients with posterior capsule opacification and one patient had corneal refractive surgery with excimer laser. It was noted that the iol offers a good vision at distance, intermediate and near, with a good quality of vision and refraction.